Event description:
Upon opening a new package, the nurse found the tubing to be split in two at the base of the filter. Device was not used on a pt. The box and tubing were saved but the outside packaging was not. This was the second time it occurred during the shift. The device/packaging was not saved the first time.